Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery and load sequence. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.